Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 49 and 71 hours. Investigation of the returned pod identified a tear in the soft cannula. The device was initially reported for hyperglycemia and a suspected interruption of insulin delivery. No medical attention was required. As treatment, a new pod was applied.